Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/07/2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient stated that the signal loss occurs during the night while lying on the transmitter. Patient stated that the receiver was on nightstand when the connection loss occurred. No additional patient or event information is available.